Event description:
Procedure: lung resection. According to the reporter: on third firing over the upper lobe, the instrument made a cracking sound and staples did not form properly. Oozing bleeding of less than 200cc occurred from staple line and the staple line was resected. The instrument was used a few more times without incident.